Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank when the device powered up. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the display was blank when the device powered up. The remote service engineer (rse) evaluated the device with the customer and found that the device had a first-generation liquid crystal display (lcd). The rse suggested updating the lcd to a second-generation lcd and provided the customer with the part numbers and prices of the replacement parts needed for repair (lcd assembly, nec lcd cable, user interface (ui) to lcd cable, ui printed circuit board assembly (pcba), lcd tray, m2x3 socket hd screw, and ui assembly). This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.